Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was cracked. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to replace the mcs tip cover accessory to resolve the issue. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no issue. It was unknown if the crack was on the clear or gray area. The mcs tip cover accessory was installed properly with an installation tool. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface.

Manufacturer narrative:
Failure analysis found the primary finding of accessory tip cover torn to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit 1.71" from the proximal end where the instrument inserts from. The tear is axially aligned with the tip cover and measures .086¿in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the m instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. The tear was on the clear distal end of the tip cover accessory.

Event description:
Refer to h10/h11 for follow-up information.